Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, oxygen, blue) had broken "snapped off at the exhalation port." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the reporter was unable to provide ventec with the patient circuit's lot#, therefore section d4, lot #, is asku. The patient circuit's packaging had also been disposed of. As a result, section d4, primary UDI number, is "unknown". The patient circuit (pediatric, active, heated, oxygen, blue) was not returned to ventec for an evaluation. Ventec had previously reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Based on the information available in this investigation, ventec has determined that it's reasonable to conclude that the cause of the reported issue for this event was the degradation of loctite 4601 strength in the polycarbonate/polypropylene connection. Ventec changed the design of the patient circuit to an over-molded connection back in 2020. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel.